Event description:
I had a left tkr (B)(6) 2003 by dr. (B)(6) in (B)(6). I was in hospital for 2 weeks then transferred to (B)(6) for one month. After out of rehab center started going to (B)(6) where I resided. After not too many physical therapy sessions mr. (B)(6) said my knee would have to be mua. Dr. (B)(6) performed that surgery also. A few months after mua something was catching behind my knee cap and I was falling down. Went back to doctor (B)(6) and he declared it a total failed left knee replacements. I can't remember how many other revisions I had, dates or times, but last revision was done by doctor (B)(6) on (B)(6). I am in excruciating pain 24/7 my left knee kills me from my foot all the way to my buttocks. It's really severe on the putter left side of my knee and leg, os bad that when I step down on my left foot I scream because my knee locks up and there is forceful grabbing in the crease of my upper thigh just before my buttocks. It causes my left hip to hurt continuously, my left foot, ankle, knee and leg stay very swollen all the time. My left side is a whole lot smaller than my right side from being atrophied. Please someone help me. I can't hardly walk and the pain is so unbearable. The pre-op and post-op diagnosed from revision in 2006 by doctor (B)(6) read mechanical failure. Please help me. Best regards, (B)(6).